Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
This report is being filed to provide additional information. The noise persisted, so the pacemaker was explanted and the right atrial (ra) lead was surgically abandoned. Both products were successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker triggered a lead safety switch (lss) due to out of range right atrial (ra) impedances. The pace impedances varied, but then became out of range at values greater than 2000 ohms. After the out of range values triggered the lss, the values returned to around 400 ohms. In addition, after the lss, oversensing on the ra also was observed and inappropriate mode switches occurred. At this time, the lss was reset and patient is being monitored. The cause of the out of range impedances has not been determined. Both products remain in service. No adverse patient effects were reported.